Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact, and had been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: moisture and corrosion damage was found on the keypad flex connector, behind the display screen and in the internal components of the pump. Performance testing on the keypad and the audio bolus button was unable to be tested. The pump was found to fail the leak test. Unrelated to the complaint, the pump case was found to be cracked in the upper right corner by the display, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.